Event description:
Per the clinic, the patient sustained a blow to the head resulting in an inability to connect to the internal device. Explant and reimplantation is planned but has not taken place at the time of this report (B)(6), 2010. The implanted device remains.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during use was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm (air in set) during therapy on the homechoice (hc). The home patient (hp) was connected at the time of the alarm and had not disconnected prior to the alarm. The registered nurse (rn) reported the hc was shut off now and the hp was disconnected and all the supplies have been discarded. The technical service representative explained to the rn to call baxter anytime the hp alarms for trouble shooting assistance. Rn stated okay and will set the hc up for the hp's therapy for tonight. Cause of the alarm was undetermined. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was discarded so no evaluation could be performed. A 510(k) number will not be provided in the MDR as the product code is unknown; should the product code be identified at a later date or if additional information becomes available, this information will be provided in a follow-up MDR.